Event description:
It was reported the patient¿s implantable neurostimulator (ins) was removed due to premature battery depletion. It was stated the lead migrated and was completely twisted when the doctor removed it. It was noted it appeared that either the ins or the lead was getting twisted. It was stated a new lead and ins were implanted. Reportedly, impedance testing was done along with x-rays and reprogramming. The patient¿s outcome was reported as no injury and there were no patient symptoms associated with this event.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v197175, implanted: (B)(6) 2009 explanted: (B)(6) 2013 product type lead; product ID 3093-28 lot# v197175 implanted: (B)(6) 2009 explanted: (B)(6) 2013 product type lead; product ID 3037 serial# (B)(4) product type programmer, patient. (B)(4).